Manufacturer narrative:
Product ID: 8709sc, lot# n145357020, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient was ¿not getting the amounts she should be getting¿ and had been having issues pain-wise. The issue had begun sometime during the year of report and had been gradually getting worse. At the patient¿s prior refill, on (B)(6), the pump reservoir was supposed to contain 3cc of drug, but 21cc were found instead. At the time of report, no diagnostic studies had been performed and no alarms had been heard from the pump. The healthcare professional (hcp) said was issues could be related to either the pump battery or corrosion in the tubing. It was indicated that the hcp planned to continue monitoring the patient until the next scheduled refill appointment on (B)(6). At that time, the hcp would make a decision whether or not to replace the pump if the volume discrepancy continued occurring. The device system was used to deliver clonidine and dilaudid.